Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent output on (B)(6) 2014. Patient's mother claimed that she tested the alert functionality prior to contacting dexcom technical support and reported tone alerts were functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).